Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of right ventricular (rv) lead on the right atrial (ra) lead. Which led to inappropriate atrial tachy response (atr). The device remains in service. No adverse patient effects were reported.